Event description:
It was reported that the customer experienced a blood glucose (bg) level of 300-350 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump and performed a supply change to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Date of discharge was not available. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.